Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size is unknown, however, the vessel morphology was reported to be unremarkable; neither calcified nor tortuous. It was reported that the surgeon did a calibrated angiogram to determine the best size grafts to use in the case. It was reported that the stent graft was implanted; however, it was reported to be 3 cm shorter than what the physician was expecting. An extension was placed due to the initial limb not being long enough. The physician reported the graft did not look as long as the product code indicated. No clinical sequelae were reported and the patient is doing fine. Films were reviewed using both images provided and using the pig tail marker from the first image to calibrate to markers in the second image, and then estimate distances in the second image. With this conversion, the distance between iliac limb markers measures 81mm. This is within the 10% expected foreshortening of this device when it is in a loaded configuration. In addition, angulation of the delivery system in the 2-d image could make the iliac limb appear shorter.

Manufacturer narrative:
Method: film evaluation.